Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: 1. DHR was reviewed and no qn found; 2. Manufacture records were reviewed, no abnormal was found. 3. Appearance, IV lube and clog test were inspected for 7pcs retention parts, all results passed. 4. Pen needle product has 100% IV and np end angularity inspection by visual system, and defect part will be rejected automatically. 5. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 6. From 4 returned actual sample and 20 representative sample received, needle appearance, IV lube and clog test were inspected, and all results passed. Root cause description: lot#: 8184325 DHR and related manufacturing records were reviewed, no abnormality was found. Based on the investigation above, the needle clog and bent was not caused by manufacturing process. Rationale: according to dfema 149rmn-0004-03, the severity of needle pain is limited(s2), the severity of cannula clog or bent is moderate(s3), the actual complaint rate of the failure mode is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that the needle was clogged with a bd pen needle 32gx4mm 5b. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: among these, it's noticed that clog on 2 eas pen needles.